Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully, however a replacement pump was sent to the customer. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.